Manufacturer narrative:
Evaluation of the returned component found post fracture damage has obfuscated most artifacts. The taper fracture appears to have started in fatigue and failed in a fast-fracture. This report filed (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2011 with event details. This manufacturer report number and the attached user facility report are for the same patient, part number and event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Event description:
It was reported that patient underwent shoulder procedure on (B)(6) 2009. Subsequently, patient complained of noise coming from the shoulder joint and returned for an evaluation on (B)(6) 2011. Radiographs revealed that the trunnion had sheared off from the humeral tray and remained in the humeral stem. A revision procedure was performed on (B)(6) 2011 to remove and replace the humeral tray.